Manufacturer narrative:
B3/d10: the events occurred since january (year reported as 2025; however, that is a future date). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least twenty (20) small volume intermates were defective. The defect was further described as "blue end luer cap or administration port cap was loose inside the pouch". The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-05955. All information can be found under manufacturer report number 1416980-2024-05955. Should additional relevant information become available, a supplemental report will be submitted.